Event description:
Boston scientific received information that this right atrial (ra) lead exhibited pacing impedance measurements of greater than 3,000 ohms. No tachycardia events were noted. The ra pacing threshold measurements were 5.0v@0.5ms, with p-wave measurements of 6.6mv. An x-ray was performed, but no anomaly on the lead was observed. The pacemaker was reprogrammed to vvi and the patient will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted, but electrically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.